Manufacturer narrative:
A ge rep evaluated the system and replaced the hv tube assembly. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system is displaying an overload error. No pt injury was reported.